Event description:
Account reports one incident in which during usage, separation of the reported device occurred, area of separation is unknown. Reporter stated she received report on the pt between 1100-1130pm, and entered the pt's room "a little after midnight". At that time, blood was noted in the bed and leakage was occurring from the reported device, though reporter stated she could see no visible crack present. Device was connected to a femoral arterial line. The pt's hgb upon admission was 10.7, and one hr after the reported incident, the hgb was 8.5. Reporter stated she did not know if the failure directly contributed to the drop due to the pt had an invasive procedure the day before, (angioplasty or stent). Writer inquired if the pt required a blood transfusion, and reporter stated the pt did not on her shift, and she did not follow-through due to pt deing trnasferred out of unit the next day. Lot number unknown.